Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, this case concerns a (B)(6) male with sci level c5-c6 quadriplegia since 2001 and a medical history of autonomic dysreflexia. Due to problematic bowel management tai with peristeen was initiated in 2008 on alternate days with 1000 ml of water. After irrigation digital stimulation and rectal exploration were often needed. On (B)(6) 2021 the patient¿s helper who performs the irrigation had difficulties with inserting the catheter into the rectum, presumably due to constipation. The balloon was pumped with 3 pumps. Apparently, the irrigation water was installed at time of the balloon burst which was followed by bleeding. The patient and the helper thought it was haemorrhoids that had ruptured and therefore the helper tamponed until the blood flow was reduced to a minimum and put on a panty liner which was later removed in the evening and a little amount of blood. After 3-4 hours the patient experienced fever but suspected it to be due to a urinary tract infection which is a reoccurring event. During the night the patient had a high fever and woke up in the morning feeling weak and with the bed full of blood. The patient was admitted to the ed on the (B)(6) 2021, where blood tests revealed an anaemic and inflammatory condition. A CT scan (with contrast) showed a 3 cm laceration (perforation) at the recto-sigmoidal junction surrounded by fluid and air bubbles, which led to a surgical intervention ad modum hartmann with creation of a sigmoid end-stoma. Per/postoperatively the patient was treated with blood transfusions and antibiotics due to bacteriaemia. Due to an episode of atrial fibrillation, anti-arrythmics and anticoagulant therapy was instituted. He was discharged after 11 days and is under recovery. No other information is available, and in particular there is no information of the condition of the rectum before the perforation.

Manufacturer narrative:
The investigation was performed based on the perforation of colon/injury/infection etc. Problem. Coloplast received back 15 samples. 15 catheters with the same lot as the complaint, were measured on the balloon tester vv-0130164 instruction. According to the specification, the catheters passed the balloon test. The measured parameters were in conformity with norms. Nothing unusual could be detected on the catheters. The relevant production documents were checked and no norm deviation was found about this lot that could be related to the described issue in the documents. The quality engineer of the relevant area has also checked the manufacturing process related to the given finished good lot number and no nonconformity was found that could cause this case. This complaint cannot be verified as the returned samples¿ test results met the specifications and the reviewed production documents did not reveal any norm deviation about this lot that could be related to this issue. The following annexes have been altered due to investigation of this case: code f15 has been added to annex f. Annex b has been updated with codes b03 and b14. Annex c has been updated with code c19. Annex d has been updated with codes d14 and d15. Code g04023 has been added to annex g. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.